Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The interconnect cable was replaced and an ic was found to coming out of its socket on the fluoro function board. The ic was reseated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 had a problem with intermittent video signal when the interconnect cable was flexed. It was further reported that the collimator iris had closed without command. There was no adverse pt involvement reported.